Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified before surgery and prior to administering anesthesia. The wires were not exposed. The conductor wire was not broken but the cauterizing did not perform well. There was no arcing observed and no fallen fragments.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the synchroseal instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the synchroseal instrument was observed to have a broken conductor wire. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have a frayed snake wrist cable at the distal end. The fraying caused the cable to become loose. As a result of the frayed cable, the instrument failed intuitive motion. The complaint was confirmed by failure analysis. The root cause is attributed to component susceptibility to damage.

Event description:
Refer to h11 for follow-up information.